Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this reported condition. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not provide enough information to confirm a root cause for the event, however, hypothetical in nature the following potential causes were identified in addition to this document: machine malfunction customer misuse inspection in process failed or not performed defective material sharps usage with catheter it must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/27/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports that the catheter ruptured during changing of fluids. The catheter was clamped to prevent backflow of blood while changing uac fluids. The clamp in the line caused a rupture which lead to blood loss. The nurse quickly covered the site with gauze and clamped with hemostats to stop the bleeding. Line was removed and no further tests were needed due to the incident.